Event description:
The ambulance crew responded to a cardiac arrest call where the pt had been down for a number of hours. Rigor and pooling was observed in the pt. The device was attached to placate the family members. The device reportedly advised and delivered a shock to the pt. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.